Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. An appointment date of (B)(6) 2014 was noted.

Event description:
It was reported that it was not working and the lead fell off the nerve. The patient was not feeling stimulation in the upper buttocks area and their symptoms were returning. It was reported that the patient called their health care provider (hcp) about a pill that controlled urinary issues and the nurse told them to come in for an appointment for adjustment. The patient last at their hcp¿s office in (B)(6) 2013 and they tried to adjust it for an hour. It was determined that the lead had been shifted. It was noted that the first 2 months after implant it worked good and the patient was going to the bathroom every 3 hours and now they were back to going every hour.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va052e7, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va052e7, implanted: (B)(6) 2013, product type lead. (B)(4).